Manufacturer narrative:
The customer did not provide any further information. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 132 mmol/l. The repeat result on another analyzer was 138 mmol/l. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The na electrode serial number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.